Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The inner member/outer member was noted to be stretched at the proximal seal, fluid did not pass through noted stretched outer member, thus the reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified, proximal left anterior descending coronary artery. The 3.75x08 mm nc trek rx balloon dilatation catheter (bdc) was advanced without issue in the patient anatomy. However, the balloon completely failed to inflate. The bdc was removed from the patient anatomy without issue and a same size nc trek was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. Returned device analysis identified the proximal seal was stretched. No additional information was provided.